Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the motor rpms were noisy and out of specification on the low end. The control bar, swivel, and motor were damaged, the reciprocating arm was incorrect, the spring pin and ball plunger were out of position, and the device was out of calibration. The screws, lever, ball plunger, fine adjustment cams, bearings, thickness control shaft, external e-ring, hinge throttle gasket, screw seal, swivel, motor, sleeve, gear ring, planetary gear, wave washer, planetary carrier, and dowel pins were replaced to resolve the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.

Event description:
It was reported that during an unknown time the device did not cut correctly. It is unknown if there was patient impact. Due diligence is complete as there is no additional information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.